Event description:
It was reported that infection occurred. (B)(6) and vancomycin-resistant enterococci (vre) were identified as the microbial source, and antibiotic therapy was implemented. Subsequent explant of the patient's implantable cardioverter defibrillator (ICD) system was necessary, and performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).